Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023 , was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on (B)(6) 2022 the patient was experiencing rectal discomfort for a week following the spaceoar placement procedure. Magnetic resonance imaging (MRI) and computed tomography (CT) was performed and indicated a rectal wall injection occurred adjacent to the prostate apex.. The patient is being evaluated for a possible fistula and the issue is ongoing. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure performed on (B)(6) 2022. Fiducials were administered transperineally, and rectal preparation was completed prior to implant procedure. Procedure was done under local anesthesia. The physician claimed there has been a change in quality of 3 placements using the classic hydrogel and noticed an uptick in the quantity and degree of rectal infiltration in said procedures.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 10/01/2023, was chosen as a best estimate based on the response from the sales representative: "rwi first observed in october 2022". Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of misplaced - non-vascular. Corrected fields: b3. Event date was updated based on the response from the sales representative: "rwi first observed in october 2022". B5. Updated description based on additional information received on march 17, 2023. D6a. Implant date was updated based on the response from the sales representative: "spaceoar implanted on september 2022". H6: e2403 code was added and removed code e2314.